Manufacturer narrative:
.

Event description:
Analysis was completed on the generator on 11/4/2015. The generator was replaced due to near end of service condition. The near end of service condition was confirmed during product analysis. The low battery condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The pulse generator unit did not meet the positive backup capacitor to can measurement requirement as it did not comply with test specification limits. It is suspected that the negative backup capacitor was not electrically attached to the feed thru wire (causing the "considered open" condition). After the negative backup to can capacitor was bridged with a capacitor decade box to increase the 'capacitance value" to be within specification, the pulse generator met the current automated final test specification for both backup capacitors. With the exception of the noted conditions, there was no adverse finding that would inhibit this product from performing as intended.